Event description:
On (B)(6) 2019, a top hat size 19 was reportedly implanted/explanted on the same day. Based on the information reported, the patient passed away on the same day. No other information is available at this time.

Event description:
On (B)(6) 2019, a top hat size 19 was reportedly implanted/explanted on the same day. The device did not fit in the patient's annulus and a freestyle root was ultimately implanted in the patient. There was no perceived issue with the explanted top hat and the event was attributed to the patient's small annulus. The patient passed away on the same day, but per the surgeon's assessment, the device was not suspected to be a contributory cause.